Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to moisture damage on the keypad traces. There was moisture damage on the electronics. The pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated that she went swimming with the pump on. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.